Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer had issues with the sensors. It was stated that the first sensor would not communicate; it was removed and the cannula was not attached. The second sensor got stuck in the serter. Troubleshooting was not performed. The customer's blood glucose value is unknown. The product will not be returned for analysis.